Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty placing the pacing lead. After several attempts at positioning the lead, the helix could no longer be extended. The lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.